Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware, on (B)(6) 2016, that on (B)(6) 2016, there were continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred . Sensor was inserted on (B)(6) 2016, on the buttocks. It was reported that the patient did not enter the bg meter values into the cgm device promptly, and that the discrepancy was greater than 20%. No additional event or patient information is available. Labeling indicates: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. The receiver data log was reviewed on 08/26/2016. The complaint of inaccurate cgm values could not be confirmed. A root cause could not be determined.